Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds and had dislodged. The ra lead was capped but not replaced. The right ventricular (rv) lead had also dislodged and was exhibiting high thresholds and numerous short interval counts (sic). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD implanted (B)(6) 2007. (B)(4).